Event description:
It was reported that, after a thr surgery was performed, the patient experienced an infection. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a anthology ho por pl ha sz 4, bhr modular head 48mm, modular sleeve {} plus 0mm 12/14 and a acetabular cup hap size 48/54 were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a revision surgery has been performed due to an infection. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup but not for the stem, and this failure will continue to be monitored for both devices. No other similar complaints have been identified for the head and the sleeve. This will continue to be monitored via routine trending, however it should be noted that these 2 devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. It is noted clinical/medical documentation is not available; therefore, there were no clinical factors found which would have contributed to the reported infection and subsequent revision. The patient impact beyond the revision cannot be determined with the information provided. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.